Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction and replaced the solenoid valve. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that the 840 ventilator had compressor inoperable while in use on a patient. The patient was not harmed or injured as a result of the event. The patient was removed from the ventilator and placed on an alternate ventilator.